Event description:
Intermittent non-capture can be seen on hmsc recordings beginning on (B)(6) 2022 and continuing to most recently as (B)(6) 2022. It was reported that the patient had an lv lead revision in (B)(6) 2022 due to persistent non-capture in the lv. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.